Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue: the pump will not power on. The patient has new battery caps, is able to attached them securely to the pump, and the pump still will not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: a crack was observed in the battery compartment. No power issues were duplicated. The battery cap was not returned with the pump. A test cap was used for testing purposes. Test cap able to attach securely to pump. Pump powers on normal with no alarms. The pump was exercised for 24 hours with no power issues occurring. No power issues observed in the black box. The pump was opened and no damage was found to the power circuit.. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.